Manufacturer narrative:
Received one used list# 011-h1267, 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro. Lot# 49156, one used bd IV tubing set, manufacturer unknown. One list# 011-h1267, 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro (lot# 49156760) and one unknown pump set were received and visually inspected. As received, one luer adaptor was separated from the bond pocket of the trifurcated connector. Little to no solvent was present on the separated components. The remaining clave and luer adaptor were found to be securely bonded. No other damage or anomalies were identified. The dimensions of the separated parts were measured and found to meet product design specifications. The reported complaint can be confirmed. The probable cause is due to a bonding error during the manual assembly process. A device history review (DHR) lot# 4915676 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation. It has not yet been received.

Event description:
The event involved a 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro that the customer reported that one of the secondary lines disconnects from the circuit, leading to leakage of a unspecified medication and to the presence of air bubbles in the infusion circuit during infusion at the care service. The event occurred during preparation of premedication for a cytotoxic infusion. There was patient involvement and a delay in therapy, but no report of serious injury, no blood loss, no unprotected chemotherapy exposure, no adverse consequences on the operator, no need for medical intervention. The device was changed out and no further problems encountered.